Event description:
Incident as reported: "doctor attempted to push bladed trocar through adhesion and couldn't get it through after 6 tries. There was bleeding." Pt status: normal. Type of intervention: tried non bladed trocar after.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent within 30 days or upon completion of investigation.